Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited loss of capture. The lead was capped and replaced on (B)(6) 2020. The patient condition was not reported.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
New information received notes the lead was explanted on 14aug2020 during a system replacement procedure.